Event description:
Customer had high blood glucose (bg) all day, ranging from 392 mg/dl to "high" (> 500 mg/dl). The following bolus amounts were give in the afternoon, late afternoon and early evening: 3.4 units, 4 units, 1.45 units. Customer's mother reported the "cannula looked kinked" and there was "blood on the adhesive." The pod was not returned for evaluation.

Manufacturer narrative:
A kinked cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. Lot qualification records were reviewed and determined to have passed all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide also warns, "if your observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and correcting, if bgs remain high, the user should change the pod using a new vial of insulin and contact an hcp for guidance.